Event description:
Same case as MFR #6000089-2004-1651. It was reported that 279 days after a coronary drug eluting stenting treatment procedure, a target vessel reintention was performed. The pt was enrolled in the study in 2004. Target lesion 1 was identified in the mid rca with 75% stenosis and a 3.3 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of two overlapping taxus stents (3.0x 24mm and 3.0x 16mm). Residual stenosis was 0%. There were no reported complications and the pt was discharged in the next day. The patient presented in about 9 months later with angina and cardiac catheterizatin revealed: rca (target vessel)-heavily calcified, 40% proximal stenosis, 60% distal stenosis prior to takeoff of the pda, 80% stenosis prior to take off of the rlvb, severe luminal irregularity , lmca-proximal calcifications, luminal irregulariteis, lad-20-30% luminal irregularities in the lad and diagonal branches, lcx -100% occluded, lvef=35%. On the same day, the pt's distal rca was treated with balloon angioplasty. An attempt was made to advance a balloon into the pda, but this was unsuccessful. The cath report notes there was significant residual stenosis at the end of the procedure. There was no reported complications and the pt was discharged on the following day. In the opinion of the physician the relationship of the taxus stent to the event is "not related."